Manufacturer narrative:
.

Event description:
The customer stated that some of the segments were not showing and he was unable to tell what the readings were on his meter. A review of the system was conducted over the phone. This review indicated that segments were missing from the meter display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.